Event description:
This event is considered reportable based on analysis results approved 25 september 2007. It was reported that during a right internal carotid artery angioplasty and stenting treatment procedure, it was not possible to deploy the carotid wallstent monorail 8.0x36 stent. The lesion being treated was a non-calcified, 85% stenotic, de novo lesion that was concentric in shape and 20 mm in length. The lesion was located in the proximal portion of the non-tortuous, 8 mm diameter vessel. The physician accessed the lesion via a femoral access site and used an 8f guide catheter over a starter guidewire initially, then exchanged it for a filterwire ez. The lesion was not pre-dilated. The physician was unable to deploy the stent, so he attempted to release it by using force. The position at the target lesion was lost, so the stent had to be retrieved and repositioned. The next attempt to deploy the stent was unsuccessful, so the stent and delivery system were removed, and the procedure was completed with a carotid wallstent monorail 8.0x29 stent. The stent was post-dilated with another manufacturer's 8.0x20 mm balloon. The patient was asymptomatic during this event. No patient injuries or complications were reported. Patient status is reported as "stable." Analysis revealed stent damage.

Manufacturer narrative:
Device analysis: product analysis confirmed that it was not possible to deploy the stent from the returned device due to its returned condition. The stent was partially deployed (10 mm) from the device on its return. The distal stent wires were kinked. Visual examination found that the outer sheath was broken at 7 mm distal to the shrink tubing was severely "accordion" at the site of the break. During analysis, it was not possible to retract the outer sheath by hand in order to deploy the stent. The shaft was dissected and the inner was withdrawn. Resistance was met which my have been due to the dried blood on the device. The directions for use for this product state, "it is recommended to pre-dilate the stenosis with an undersized balloon (diameter 3 mm to 4 mm) before the wallstent is deployed." The clinical follow up information states that the lesion was not pre-dilated. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications. The stent could not be deployed during analysis due to the outer sheath break and the most probable root cause of the outer sheath break is handling damage as it indicates in the event description that force was used during release of the stent. A CAPA has been initiated to address this issue.